Event description:
It was reported that the patient presented for a procedure due to infection and due to the pacemaker that was beginning to erode through the pocket. The pacemaker was explanted and the atrial and right ventricular leads were capped. On (B)(6) 2018, the patient underwent a laser lead extraction procedure to remove the leads. The patient was in stable condition post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.